Manufacturer narrative:
Trackwise ID# (B)(4). The lot # 3000297073 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure they tried to use the vasoview hemopro 2 to burn off the side branch blood vessel, but the output was weak, and they couldn't burn the blood vessel. They raised the power supply setting from 3, but the situation did not change, the jaws were closed. They were not open (even slightly) during insertion of the tool into the cannula and there was no resistance. There were no attempts to change out the hemopro power supply and/or the adaptor cable and/or extension cable. They put out a new vh4000 and completed the surgery. Almost no delay in surgery. The patient had no health hazards.